Event description:
Boston scientific crm received information that two weeks post implant, this right ventricular (rv) lead had to be repositioned, due to high threshold measurements and decreased r-wave measurements. Micro-dislodgement was suspected. The lead was successfully repositioned and to date, no adverse patient effects were reported.